Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd driver pcb. In addition, we confirmed that the angle wire fluid damage, the u/d and the r/l pulley wires fluid damage, the light guide fiber bundle (lcb) fluid damage, the insertion flexible tube (ift) coating damage, the light guide cable coating damage, the water jet tube leak, the objective lens unit scratched, the bending rubber dirty, the control body dirty, the objective lens unit dirty, the air/water nozzle loosened, the light guide fiber bundle (lcb) loosened, and the lg prong top loosened; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586 (image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (fluid damage).